Event description:
Patient presented back to the physician with continued drainage at the chest incision site. Wound cultures were obtained, and the results returned positive for staphylococcus aureus infection. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed an antibiotic ointment, and the patient will continue the previously prescribed course of antibiotics postoperatively.

Event description:
Patient presented to the physician with an infection at the ipg pocket. Physician prescribed antibiotics. Despite treatment, the patient presented back to the physician with persistent infection and purulent discharge from the chest incision site. Physician prescribed another round of antibiotics.